Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they the insulin pump was giving them no deliveries. The customer stated they had been having the issue for about a month. The customer¿s blood glucose levels were over 500 mg/dl to 600 mg/dl. The alarm occurred during manual prime. The customer reported that the even was resolved by changing the complete infusion and reservoir set. The customer declined troubleshooting for the high blood glucose and no deliveries. The customer also reported that there was a crack on insulin pump at the corner where the window was at. The customer did not know how the damage occurred. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.